Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that they were replacing the battery on the ups that the central nurse's station (cns) was plugged into, and they inadvertently turned off the power to the cns. When they attempted to restart the cns, the station failed to boot up completely. The customer stated that they could see the initial bios screen, but then it did not finish the boot up sequence. Nihon kohden technical support (tech support) requested the customer remove one of the hdds and try to boot up. If that fails, re-install the hdd and remove the other hdd. They stated that each time they removed one of the hdds, there is a message displayed to run checkdisk. The nihon kohden repair center provided the suggestion to allow the check disk to run, and to see if the check disk program repairs the hdds. The customer stated that after the check disk was completed, the cns booted up, and the biomed ran the raid rebuild program. After the program was completed, they stated that the cns came up with no issues. The customer can use both cns units without problems. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that they were replacing the battery on the ups that the central nurse's station (cns) was plugged into, and they inadvertently turned off the power to the cns. When they attempted to restart the cns, it failed to boot up completely. Nihon kohden technical support (nk ts) requested the customer remove one of the hdds and let the raid build, then try to boot up. The cns then booted with no issues. No patient harm or injury was reported. Investigation summary: the symptoms reported were indicative of hard drive failure. This is confirmed by nihon kohden. Hard drives are recommended to be replaced every two years or 20,000 hours of use. The boot up failure occurred roughly five years after it was first put into use. Though possible, it is unlikely that natural hard drive failure coincided with the power outage. It leaves the probable cause of power outage inducing the hard drive failure. Service history for this serial number shows this is an isolated incident. Boot up issue overview boot up failure, including boot looping, booting into bios, failure to load cns application, and failure to complete the boot up cycle are results of hard drive failures. Hard drive failures are caused by environmental factors, maintenance factors, or the hard drive reaching the end of its lifespan (two years). The environmental factors are characterized by an abrupt power loss to the hard drives, such as a power outage, specifically while the drives are being read. These abrupt power losses could damage sensitive internal hard drive components.

Event description:
The biomedical engineer (bme) reported that they were replacing the battery on the ups that the central nurse's station (cns) was plugged into, and they inadvertently turned off the power to the cns. When they attempted to restart the cns, it failed to boot up completely. Nihon kohden technical support (nk ts) requested the customer remove one of the hdds and let the raid build, then try to boot up. The cns then booted with no issues. No patient harm was reported.